Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in vvi mode with dashes (---) displayed. The current drain was around 48ua.